Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. Results of investigation performed as per returned samples, noted that deformity of the balloon was due to 2 factors: uneven wall thickness; air not completed evacuated during deflating process. The residual air trapped inside the balloon makes the shape deformed during sterilization especially when there is weak/thin area.

Event description:
Report received indicated the customer complained that the cuff is defective. No other info was provided and outcome of pt was not noted.